Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in threshold. The right atrial (ra) lead exhibited high thresholds and a diminished p-wave. Reprogramming was attempted with no resolution. The leads remain in use. No patient complications have been reported as a result of this event.